Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-jun-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The patient said about a month ago they noticed that sometimes their remote was not able to turn their stimulation up after they wake up. Patient said they did not have stimulation all that high but now controller would not let them go from how they had stim at night to where they like to keep stim throughout the day. Patient was seeing the message settings not available. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On 2023-jun-13, additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, electrodes 0 and 2 impedance >40,0000. The rep reiterated the patient could not turn stim up. The issue was resolved. On 2023-jun-26, additional information was received from the manufacturer representative (rep). It was reported that they were able to establish effective therapy with programming. On 2023-jul-18, patient reported that rep said that the most likely reason the stimulator was not responding properly was because scar tissue had formed and blocked the signal. Rep had the stimulator synched to the tablet and they changed the settings from there. The stimulator was back to working normally. On 2023-11-14, additional information received. The reason for call was that a few months ago they had to go into their healthcare provider's office and meet with a medtronic representative because they weren't able to get the stimulation that they needed due to settings not available appearing on their controller. Pt noted that it was a super easy fix done by the rep. Pt said that this morning they started having the same issue again as settings not available started appearing on the controller. Pt said that they called hcp's office and hcp's office redirected them to patient services to coordinate a meeting with a rep to further address the reported issue, so agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient contacted the rep reporting that she was getting ¿desired intensity¿ message on patient programmer. Stimulation was unable to be adjusted. Patient has had similar issues in the past. Appt was scheduled for reprogramming to clear message on (B)(6) 2025 at 12:30 in managing physician¿s office. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the rep. Rep reports a clinical specialist met with patient today and successfully programmed around current impedances. Patient is now able to adjust stimulation intensity up or down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they received a message on their controller that said cannot provide the desired intensity settings. Pt stated they are in a lot of pain and have tried changing to other groups and inquired about being seen for this issue sooner. Additional information was received from the patient. They reported that they've had to meet with a manufacturer representative (rep) a half dozen times because the signals to the leads had been failing. The rep switched to leads that still have signals. They still dont have access to all the leads, patient stated they will need to get surgery to eventually fix the leads.